Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed test for wire damage. The reported failure is likely due to a hardware wiring failure (open or short) within the therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to monitor and trend service code issues for failure modes.

Event description:
Patient called in to report service error code. Patient also stated receiving "therapy pads must touch your skin" alerts. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.